Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while hospitalized for an unknown issue, the customer experienced blood glucose (bg) level of 720 mg/dl; cause was unknown. Customer was treated with intravenous fluids of insulin to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.